Manufacturer narrative:
The field service engineer (fse) replaced the flow sensor assembly to resolve the reported issue. The unit passed performance verification testing and it was returned to service. Upon further investigation, it was reported that this issue was discovered prior to patient use during setup without delay noted. Therefore, this complaint no longer meets reportability requirements for MDR.

Manufacturer narrative:
Date of report: 07may2021. No patient involvement.

Event description:
The customer reported getting an alarm led failure message, and then when the vent is turned on, the message check vent alarm led failed appears. There was no patient involvement. The remote service engineer (rse) spoke with the customer, and the customer confirmed the presence of alarm led failure in the error logs. The rse advised the customer to replace the power switch overlay.